Event description:
Zimmer hemovac inserted in operative procedure on 12/1/98. On 12/2/98 when physician attempted to remove drain, it broke leaving 6-7 cm in the pt with intact suture line. Pt returned to surgery 12/2 for drain removal.